Manufacturer narrative:
The MFR did not receive devices for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(6). Note: "as this case was first registered by warsaw as a "hip generic" product, the initial MDR report for this case was sent by zimmer (B)(4) to the FDA with case number (B)(4)."

Event description:
It was reported that the pt was implanted a fitmore hip stem a, size 3 on the right side on (B)(6) 2010. The pt was revised on (B)(6) 2011 due to loosening.